Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06835. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 21 mm watchman ® laa closure device and delivery system (wds) were used. The closure device was positioned, but it did not meet release criteria so it was fully recaptured. Before proceeding with the procedure and a new wds the patient¿s blood pressure dropped and a small effusion was noticed. The effusion started to grow so a pericardiocentesis was performed. The effusion continued to grow and surgery was required. The patient was admitted to the hospital following these events. The patient is currently doing fine and has been discharged.